Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when a symptomatic patient with diaphragmatic stimulation presented to the ER, the device found to be in back-up vvi mode. A device code download was performed successfully.